Event description:
On 07/07/2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 44 mg/dl with confusion and cognitive impairment associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the loss of prime had occurred greater than 3 times and had occurred with at least 3 cartridges from 2 separate boxes. This complaint is being reported because the patient allegedly experienced hypoglycemia because of a loss of prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: the black box showed a loss of prime warning associated with a low non-zero force. On (B)(6) 2015 at 09:29 there was a loss of prime warning associated with a low non-zero force; deliveries resumed at 11:05. The pump history showed the pump was manually suspended on (B)(6) 2015 at 15:38 and manually resumed at 18:05. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The force sensor calibration check showed that the pump was detecting the correct force. The pump cover was removed and the force sensor pins were fully seated and solder connections are intact. There was no evidence of moisture observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.